Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during dwell 4 of 6, and the technical service representative (tsr) reviewed the alarm log and found a system error 2240 had occurred prior. The tsr explained the alarms. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.